Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the emergency department due to experienced syncope and/or near syncope. It was also reported that the atrial lead encountered high thresholds, small p waves, and remains in use. No patient complications have been reported as a result of this event.